Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that multiple cartridges were loose and did not stay on the pump. Customer reloaded the cartridge and resumed insulin delivery to resolve the issue. There was no adverse impact to the customer¿s blood glucose level.